Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. The patient is not dependent and has a good underlying rhythm. The patient was non compliant and had not been checked for two years. The physician believes the lead was in the same location as it was implanted as observed with fluoroscopy. The lead was surgically abandoned during a replacement procedure and a new rv lead implanted. There were no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.